Event description:
Angio-seal device was deployed following a percutaneous procedure. The pt developed a hematoma and subsequently underwent surgery to resolve the hematoma. The device reportedly remains implanted. The pt was discharged from the hosp. Risk management was unable to obtain the reorder and lot number from the cath lab. The implant and surgical dates were 2005. However, the specific dates have not been clarified.